Event description:
Allegedly, the doctor was performing a ventricular biopsy and when she sent to grasp tissue, the jaws would not close. The doctor experienced difficulties in removing the instrument that added an hour to the procedure. Instrument was replaced and procedure completed. Patient condition is fine.

Manufacturer narrative:
The jaws of the biopsy forceps are stuck in open position; possible damage to the draw bar due to stress overload. We show no other complaints for this issue with this product.